Manufacturer narrative:
This was initially submitted on the summary report dated december 23, 2014 under exemption (B)(4). Additionally, this was submitted on the summary report dated june 18, 2015 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced recurrent cystocele and erosion. It was also reported that the plaintiff underwent a revision surgery. Furthermore, it was reported that the plaintiff died. The causes of death reported were ischemic enteritis and superior mesenteric artery thrombosis.